Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024, until the controller clock was reset to the default timestamp. The file captured low power advisories and low power hazard alarms, followed by no external power alarms due to full external battery depletion on (B)(6) 2024. The system operated on the controller¿s internal backup battery until the pump ultimately stopped and the controller shut down. Review of the log file data appeared to show the pump operating as intended before the pump stoppage event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of death was unknown. The daughter of the patient reported having found them deceased in the house with the ventricular assist device (vad) turned off. A review of the log files indicated the device operated as expected. Log files revealed no one had changed the power source for more than 24 hours and the pump turned off.